Event description:
Customer reported a malfunction with a code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.